Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Left side: loss of nipple sensation, skin paresthesia, implant visibility follow up findings: per dr.'s office, the reported events are not device related. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 g1 g2 h3 h6.

Event description:
During a study, physician reported non-device related events for the left side as "nipple sensation, skin paresthesia, implant palpability". A second physician reported "a left side rupture and exchange." The device has been replaced.

Event description:
Left side: loss of nipple sensation, skin paresthesia, implant visibility follow up findings: per dr.'s office, the reported events are not device related. Healthcare professional later reported rupture. Device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, an opening on posterior. A microscopic analysis was performed which identified: two sharp openings with stress marks near of the openings site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior assessed as surgical impact.